Event description:
It was reported that a loss of telemetry monitoring occurred for six (6) pts for approximately one hour due to a loss of communication between the cic (central station) and ats (apexpro telemetry system). No injury or delay in treatment was reported. A hospital technician re-established communication by rebooting the ats. Ge healthcare's investigation into the root cause of the reported occurrent is ongoing. A follow up report will be submitted once investigation results are available.